Event description:
It was reported that after an interventional procedure of the liver, arteriotomy closure was achieved of the right common femoral artery using a starclose se device. Reportedly, two weeks after arteriotomy closure a computed tomography (CT) scan was performed for an unrelated condition. CT scan revealed an intimal dissection 5-10mm above the access site in the right common femoral artery. The patient was asymptomatic for dissection which was treated with iliofemoral bypass. The patient was already an inpatient and will remain in the hospital for treatment of multiple comorbidities. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no product deficiency and product was not returned. The patient effects of an intimal dissection requiring non-surgical treatment to the starclose se clip is a foreseeable event and is known potential adverse events as per the starclose se instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Images were provided for abbott vascular review, however, the determination of the device's role in the dissection could not be determined. Reportedly the patient had unspecified comorbidities. Comorbidities associated with morbid obesity can have significant influence on potential post procedure problems. The patient was reported to be morbidly obese. Per the starclose se instructions for use under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established, in the patient populations who are morbidly obese ((B)(6)).